Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the lettering on the keypad has worn off but the rubber keypad cover was intact. All keypad buttons responded to presses appropriately. The keypad was removed and adhesive was found under the button contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the keypad buttons have not responded properly for the past several weeks. She confirmed that there is no structural damage, but noted that the keypad symbols are worn. The pt denied exposing the pump to water and cleaning products, and stated that she wears the pump in her pocket.